Event description:
The report received from the affiliate indicated that the patient was included in a clinical study. During an interventional endovascular procedure for carotid stent placement, during post-dilation of the precise 10x40 mm stent with an unknown 4.95 mm balloon catheter at 14 atm, the patient experienced bradycardia and hypotension. Atropine sulfate and etilefrine hydrochloride was administered. An angioguard 5 mm embolic protection device was in place at the time of the event. There were no reported problems with either the precise stent or the angioguard embolic protection device. The patient's pulse and blood pressure was reported to have returned to normal the day of the procedure. The patient was reported to have no neurological symptoms upon leaving the angiography suite. No debris/thrombus was noted in the angioguard's basket after removal from the patient. There was no reported patient injury. The patient was discharged eight days after the procedure with no neurological symptoms. The physician indicated that the adverse event was caused by either the precise stent or the balloon catheter, however, he was unsure regarding drawing a conclusion of a casual relationship with the stent.

Manufacturer narrative:
The procedure was elective. The indication for the procedure was a symptomatic stroke with more than an 80% stenosis. The target lesion was the right internal carotid artery (rica). The lesion was reported to be: an 83% stenosis, mild calcification, not tortuous, 1.4mm vessel diameter, and 20.4 mm length. The lesion was rep-dilated with an unknown 3.0mm balloon catheter at 6 atm. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. The product was not returned for inspection. Note: lot number is cordis lot number. Per facility: cordis corporation reported no product is expected to be returned to facility for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, facility is unable to determine the exact cause for this incident. Facility did review the device history records relative to the manufacturing, inspecting and packaging of lot. This packaging lot contained all units, which were shipped from facililty on october 2, 2008. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. This is one of two products used during the same procedure. Please reference MFR. Report# 9616099-2009-00902.